Event description:
The manufacturer representative reported the patient expired in 2007. The cause of death is unk. The hcp was requesting off codes for the device as it was not going to be explanted. Additional information has been requested, but was not available on the date of this report. A follow up report will be sent if additional information becomes available.